Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that non-sustained right ventricular oversensing (nsrvo) due to myopotentials oversensing was noted on the implantable cardioverter defibrillator (ICD). Programming changes were discussed, no intervention was reported. There were no patient symptoms reported.